Event description:
As reported, the bard/davol hydrosurg laparoscopic irrigator leaked brown fluid near the battery. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigator leaked brown fluid near the battery. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without having the sample to evaluate, no conclusion can be made. A lot number was not provided, as such a review of the manufacturing records could not be conducted. Note, the date of event is provided as a best estimate as (B)(6) 2022 based on the date of awareness. Not returned.